Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the patient's mother reported that the patient dropped the ilet pump and is now cracked. Product was replaced. No blood glucose was not affected and no medical intervention required.